Event description:
It was reported there were pixels missing in the display. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Correction: evaluation summary: (B)(4) lcd (liquid crystal display) and encoder flex are out of specification. The battery contacts are compressed. Battery release and battery drawer are contaminated. Upper and lower cases are broken. Side bail covers and one case screw are missing.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lcd display and encoder flex are out of specification. The battery contacts are compressed. Battery release and battery drawer are contaminated. Upper and lower cases are broken. Side bail covers and one case screw are missing.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.